Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer encountered ten infusion set kinked cannulas. The customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis (dka) symptoms, and were addressed with a manual injection. The customer went to the emergency room (ER) and an insulin drip was administered to address bg level. The customer was subsequently transferred to the intensive care unit (ICU) due to continued dka symptoms. An insulin intravenous (IV) drip and fluids were administered to address bg level and dka. The customer was released from the hospital (B)(6) 2017. Multiple attempts were made by tandem's technical support to obtain infusion set information; however, no additional information was provided.